Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with an unknown edwards mitral valve for an unknown duration, underwent a valve in valve procedure due to stenosis. A 29mm replacement valve was implanted in the patient. The current patient status is unknown.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, eight (8) months due to mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve. No other details were provided.

Manufacturer narrative:
UDI (B)(4). Corrected data: corrected section h6 (method codes), h10 (additional manufacturer narrative) stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.